Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she developed a rash under the front therapy electrode. The patient reported that her mother was a registered nurse and that she told her to put a piece of gauze on the affected area and that she was using hydrocortisone cream. During a follow-up the patient reported that the rash had improved. There was no alleged device malfunction.